Event description:
The customer reported that the zm transmitter gave intermittent spo2 readings. They were dropping from the central nurse's station (cns). It was confirmed there were no error messages given when the readings dropped. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the zm transmitter gave intermittent spo2 readings. They were dropping from the central nurse's station (cns). It was confirmed there were no error messages given when the readings dropped. No patient harm was reported. Investigation summary: multiple attempts were made to collect additional information regarding the complaint and to have the device brought in for evaluation. However, there has been no response from the customer. As such, there is not enough information to perform an investigation. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/03/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, but was only able to provide the model information of the display that was connected to the associated cns. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter: cns display: model #: rap2423amii. Serial #: (B)(6). Device manufacturer data: na. Unique identifier (UDI) #: na. Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that the zm transmitter was giving intermittent spo2 readings. They were dropping from the central nurse's station (cns). It was confirmed that there were no error messages given when the readings dropped. No patient harm was reported.

Manufacturer narrative:
The customer reported that the zm transmitter was giving intermittent spo2 readings. They were dropping from the central nurse's station (cns). It was confirmed that there were no error messages given when the readings dropped. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/03/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, but was only able to provide the model information of the display that was connected to the associated cns. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter: cns display: model #: rap2423amii serial #: (B)(6). Device manufacturer data: . Unique identifier (UDI) #: . Returned to nihon kohden:.